Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd catheter 24gx0.75in straight, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: an extension tube was fitted to the catheter to allow an injection to be made if necessary. The operator checked that the extension was secure as she had previous experience of leakage. When injecting antibiotics, the syringe pump sounds the occlusion. Check of the catheter: leakage around the extension tube which had unscrewed and the catheter was obstructed. (Event).

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported when using the bd cathena 24gx0.75in straight, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: an extension tube was fitted to the catheter to allow an injection to be made if necessary. The operator checked that the extension was secure as she had had previous experience of leakage. When injecting antibiotics, the syringe pump sounds the occlusion. Check of the catheter: leakage around the extension tube which had unscrewed and the catheter was obstructed. (Event#2).